Manufacturer narrative:
The root cause is found to be user error due to over angulation while using the freehand awl.

Event description:
A complaint was received on (B)(6)2017, the interbody spacer was inserted correctly, and the freehand awl was used to place the first pilot hole. The screw was placed but the locking arm was not engaging. The screw was removed and rescue screw was used as replacement. Locking mechanism did not deploy again. Universal joint awl guide with universal joint awl were used for the second screw hole. The screw was placed successfully. At this point the screw hole that was not locked in was revisited. The surgeon decided to use screw removal tool to remove the whole construct to inspect the device. The locking arm was damaged from incorrect use of the freehand awl. A spider plate and atrix-c implant were used successfully. This was during an acdf on (B)(6)2016. No revision surgery was reported. There were no patient injuries reported.